Manufacturer narrative:
Update d9. H6: c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The reported inability to deploy could not be independently confirmed following evaluation of the returned device. Engineering evaluation observed the deployment mechanism to be functional: deployment successfully continued at the knob. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The field reports positioning of a viabahn® device to overlap with a bare metal stent implanted distally prior to attempted deployment. The IFU provides warnings on the use of the viabahn® device in applications where the device is deployed within non-viabahn® stents due to the potential for deployment interference. No further items were provided to independently assess device deployment performance in vivo and/or possible unintended device interactions. Therefore, deployment interference could neither be confirmed nor dismissed, and the root cause of the deployment failure could not be established with the available information, including evaluation of the returned device.

Event description:
The following was reported to gore: the patient was to be implanted with 6mm x 15cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat left superficial femoral artery occlusion. The length of the lesion is about 30cm. Bard balloon was used for pre-dilation. Bare metal stent was implanted distally. The viabahn device was advanced via 8fr cook sheath through guidewire to target lesion in the proximal. The two stent was to be overlapped by 1cm. When the physician pulled out the deployment line, the viabahn device couldn't be deployed. Then it was removed out of patient. Another viabahn device of same size was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.